Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, peeling keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked select button keypad overlay and minor scratches on lcd window. Unit received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is chipped and pieces are coming off of the pump. Customer's blood glucose was 165mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.